Manufacturer narrative:
Concomitant medical product: 6935m55 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively,  the right atrial (ra) lead was noted to be pulled back on chest x-ray. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.